Event description:
The user facility in switzerland reported that during phaco, a piece of the sleeve was noticed in the eye. The phaco was completed, then the foreign body was removed from the eye. No other medical intervention other than removing the particle without any problems. Patient outcome is fine.

Manufacturer narrative:
Product evaluation could not be performed as the complaint unit was not returned. The particle is consistent with an incomplete sleeve punch. Supplier has taken corrective action to address this issue. The sterilization and lot history records were reviewed and found to be acceptable.